Event description:
On (B)(6) 2021, haemonetics was made aware by the donation center of a donor death which occurred within 48 hours of the donor's last donation procedure utilizing the pcs®2 plasma collection system. The fatality did not occur during the procedure at the donation center. The donor was a (B)(6) female found expired by her husband on (B)(6) 2021. The center was made aware on (B)(6) 2021 that the donor expired the day after she had donated. The pcs2 system was removed from service and placed into quarantine once the incident was reported to the center. The center's regional management and regulatory affairs were contacted. Employees involved with the donor's final donation were interviewed; all stated that nothing out of the ordinary had occurred. She had donated at least once previously with no adverse reactions. The center's review of the collection worksheet showed that the donor had a less than 200 ml cell loss due to requesting to discontinue the collection process. Haemonetics requested additional information regarding discontinuation of the collection process, with no reponse from the center.

Manufacturer narrative:
The donor's autopsy report and any follow-up clinical information is not available. A haemonetics field service engineer was dispatched to inspect the pcs®2 plasma collection system. The field service engineer was not able to duplicate any issues or error codes with the device. The field service engineer went through all calibrations, diagnostics, ran a functional test and determined the device met manufacturer specifications. There were no issues, events or alarms noted with the system used during the procedure and there were no issues noted with the disposables. The same pcs@2 system was used after the event and was reported to have functioned normally. The disposables were discarded by customer, therefore could not be evaluated by haemonetics, however, there were no recalls or adverse trends reported against the lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device used during the plasmapheresis procedure.